Event description:
The facility reported an infusion pump that stopped infusing. This problem occured during patient use. It is unknown whether there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.